Event description:
Caller reported that insulin gauge displayed an amount different from expected, showing 0 units instead of the anticipated 15-20 units. There was no adverse impact to the customer¿s blood glucose level. Caller completed necessary steps to address the issue, such as removing air from the cartridge and reloading it with assistance but declined to deliver a test bolus. Caller agreed to monitor the situation and follow up if necessary.